Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post traumatic neuralgia. The patient reported seeing an elective replacement indicator (eri) code. The patient reported that she had noticed that ¿it had been really slowing down, having to recharge more often.¿ the patient reported that she had to charge it ¿higher¿ to get the pain away. The patient reported that the pain was pretty bad and didn¿t know how much longer she could continue like this. The patient also reported that she wasn¿t getting good coupling on the day of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they called a manufacturer representative and met them at the doctor¿s office. The patient stated that the recharging issues, pain and elective replacement indicator had not been resolved.